Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the magnetic break to correct the reported issue. The system was tested and verified as ready for use. The part is a scrap piece and will not be returning to isi for evaluation. The complaint was confirmed based on the field evaluation. The probable root cause is attributed to a system component issue. The issue was resolved by replacing the magnetic break.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the system showed error 32100 after manipulating set up joint (suj) 3 clutch during the docking phase. The customer was instructed to power cycle the system and recover the fault, but the issue persisted. The customer didn't perform an emergency power off (epo). Customer was instructed to move suj3 backwards and keep using arms 1, 2 and 4. After rearranging the arms, the procedure began and was finished without any other errors episode. The procedure was completed with no reported injury.